Manufacturer narrative:
Please reference related manufacturer report number 2015691-2015-02605.

Manufacturer narrative:
This report is for the 1st xt valve that was deployed too aortic and embolized to the aorta. (B)(4). Per the instructions for use, valve malposition requiring intervention and valve embolization are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the xt valve too aortic position and embolization to the aorta cannot be confirmed. However, the fair imaging intensifier angle and fair coaxial alignment may have contributed to the xt valve to land too aortic in the annulus. Manipulation of the 2nd xt valve within the first caused the 1st valve to dislodge from the annulus during positioning. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the 23mm sapien xt valve landed to aortic and later embolized to the aorta. A second 23mm sapien xt valve implanted also landed too high and was explanted. Uneventful bav was performed. The 23mm xt valve was positioned 50:50 aortic/ventricular (a/v). The valve was deployed with nominal volume (17cc). The xt valve landed 90:10 a/v with mild-mod paravalvular leak (pvl) and mild central leak due to the wire across the valve. It was decided to deploy a 2nd 23mm sapien xt valve. While crossing the implanted xt valve with the 2nd one, the 1st xt valve dislodged from the annulus towards the aorta. The 2nd valve was deployed. Post deployment the 2nd valve also landed too aortic (90:10 a/v) and had mild-moderate pvl and mild central leak with the wire removed. It was felt that the valve was not stable enough to leave implanted and the procedure was converted to surgical avr. The 1st valve was pulled to the descending aorta, were it remains. The 2nd xt valve was explanted, the surgeon said that it was removed with very little effort. The patient remained stable throughout the procedure. Perceived cause of the events: the fair imaging intensifier angle and fair coaxial alignment caused both valves to land too aortic. The 2nd one caused the 1st one to dislodge from the annulus during positioning. The aortic annulus diameter measured 19.1 x 25.1 mm by CT, with mild annular calcification and moderate leaflet calcification. The aortic annulus area measured 394 mm² by CT. The sinotubular junction (stj) diameter measured 23 x 25 mm.